Event description:
St. Jude issued an alert on 10/11/2016. We received notice of the alert through managed recall. St. Jude was contacted for a copy of the alert as well as their patient list for our facility review. Ten patients were identified and their invasive cardiologists were notified. Below is a list of what was implanted at our facility. Cd2257-40, (B)(4), (B)(6) 2014; cd2357-40c, (B)(4), (B)(6) 2014; cd3231-40, (B)(4), (B)(6) 2011; cd1257-40q, (B)(4), (B)(6) 2013; cd1357-40c, (B)(4), (B)(6) 2014; cd2231-40, (B)(4), (B)(6) 2012; cd3257-40, (B)(4), (B)(6) 2013; cd1257-40q, (B)(4), (B)(6) 2013; cd1257-40q, (B)(4), (B)(6) 2012; cd1257-40q, (B)(6) 2013. Manufacturer response for implantable cardioverter defibrillator, st. Jude (per site reporter): we contacted st. Jude and asked for a copy of the recall as well as a patient list which was provided.